Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device ke6472 batch number, and no non-conformances were identified. Device evaluation summary: a suture needle was submitted for evaluation. A fracture was observed in the body of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. A scanning electron microscope (sem) was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. A cup-and-cone shaped fracture and macroscopic plastic deformation observed coincidental to the fracture provide additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. The evidence of this examination indicates that the breakage occurred from mechanical deformation, indents and scratches, due to gripping, bending and overstressing of the needle.  There is no evidence of any material flaw that would cause premature failure. The needle breakage was confirmed.

Manufacturer narrative:
Product complaint #: (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: the patient demographic info: age, gender, weight, bmi at the time of index procedure male, 45 years old, 80 kg, initial t.h. The diagnosis and indication for the index surgical procedure? Partial nephrectomy. What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? No further information is available. What was the indication for converting the procedure to total nephrectomy? No further information is available. Was an x-ray performed to locate which structure the needle piece is in? No further information is available. Is the needle piece still retained in the patient? No further information is available. What is the length of the piece of needle (in cm) in the patient? No further information is available. Was the needle piece removed during the total nephrectomy procedure? No further information is available. Was there any change in the patient care due to extended procedure time? He procedure was changed from the partial nephrectomy to total nephrectomy. What is the physician¿s opinion as to the etiology of or contributing factors to this event? No further information is available. If applicable, will product be returned, return date, tracking information when we send the sample to you, we will let you know its return date and tracking number. What are the results of the pathology report of the removed kidney? No further information is available. What is the patient¿s current status? No further information is available. No further information will be provided. The broken needle piece remained in the patient¿s kidney. So complete removal of the kidney was performed then, when images were taken on the removed kidney, the broken needle piece was found in it. The surgeon commented that this had never happened before.

Event description:
It was reported that a patient underwent a partial nephrectomy procedure on an unknown date and suture was used. The needle was broken during use on the kidney. The broken needle piece remained in the patient¿s body, and it could not be found. So the procedure was changed to total nephrectomy, and complete removal of the kidney was performed. The operation time was extended over 30 minutes. Then, when images were taken on the removed kidney, the broken needle piece was found in it. The surgeon commented that this had never happened before. Additional information has been requested.